Manufacturer narrative:
This device is distributed under eua #(B)(4). Complainant tested 12 times in the past 11 days with check it. Of those, 9 have come back as positive (in one day, complainant tested 4 times simultaneously and got 3 negatives and one positive). This report represents one of the 9 false positive test results reported. Simultaneously, the complainant took 6 pcr lab tests at 4 different labs during that same span of time. Every pcr test came back negative. The complainant provided further information the buffer color was as expected, and no other feedback provided regarding the device operating as expected with no apparent user error. The complainant did state he lives in a desert area with high temperatures, but also that he flew to new york and took 2 tests that had been temperature controlled and those also resulted in positive. The complainant did state a mixture of old lucira batteries and provided batteries were used on the tests, but did not recall which exact tests got old/new batteries, but the result (positive) was the same, regardless.

Event description:
A device was reported as having a false positive result. Complainant performed additional antigen self-test with a negative result.